Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and calcification on the anterior valve. A mitraclip xtw was inserted and deployed on the mitral valve, reducing mr to a grade of 1-2. On (B)(6) 2025, an echocardiogram was performed and revealed that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to 3-4.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported single leaflet device attachment resulting in mitral valve insufficiency/regurgitation cannot be determined. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.